Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer reported that she has recently started chemotherapy and the blood glucose wasn't a factor of the chemotherapy because it started prior to that and has been in the 400mg/dl range for a while now. Patient's current blood glucose was 400 mg/dl. The customer treated it with manual injection. The customer felt that the insulin wasn¿t delivering. The customer was wearing the pump at time of hospitalization. The drive support cap appeared normal (slightly indented). The pump passed self-test but failed displacement test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.